Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the intra-aortic balloon (iab) catheter that there was a fiber optical sensor failure while inserted in the patient in icy. There is no available arterial line as the central lumen is capped. Heart failure was the indication for therapy. There was no harm or injury to the patient as a result of the therapy.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during use of the intra-aortic balloon (iab) catheter that there was a fiber optical sensor failure while inserted in the patient in icy. There is no available arterial line as the central lumen is capped. There was no harm or injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 49.5cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during use of the intra-aortic balloon (iab) catheter that there was a fiber optical sensor failure while inserted in the patient in icy. There is no available arterial line as the central lumen is capped. Heart failure was the indication for therapy. There was no harm or injury to the patient as a result of the therapy.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during use of the intra-aortic balloon (iab) catheter that there was a fiber optical sensor failure while inserted in the patient in icy. There is no available arterial line as the central lumen is capped. There was no harm or injury to the patient.